Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable in addition to evaluate the biocompatibility studies. As of 01/18/2017 aso did not receive information from the consumer on this lot number and has contacted the manufacturer to inform about lot number and to provide testing results on the same lot number. Aso reviewed the complaint database for similar reports on the same product and no other report has been received. Aso will follow-up on this report upon receipt of test results from manufacturer and continue to monitor the complaints system for adverse event reports in this item.

Event description:
Consumer stated that product caused a chemical burn on her son's arm. The reaction happened within two hours after applying the non-stick pad over the wound.